Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. The lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The broken cables resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient was not getting pain relief. An egl scan was taken and showed high impedance lead and all contacts were out. The patient underwent revision wherein the lead was replaced. The patient was doing well following the procedure.

Event description:
A report was received that the patient was not getting pain relief. An egl scan was taken and showed high impedance lead and all contacts were out. The patient underwent revision wherein the lead was replaced. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.